Event description:
Report rec'd that a pt experienced respiratory depression while the device was in use. The pump was programmed to infuse morphine in a 1mg/ml concentration at a continuous rate of 0.7 mg/h with a 0.7mg pca bolus and an 8 min pt lockout. The 13 yr old male was observed to have "color change and slowed respirations." The nurse presumed the pump had delivered too much medication. The infusion was discontinued and the pt rec'd narcan. The narcan did not provide an immediate reversal response and the pt was transferred to a nearby children's hosp to be closely monitored for potential respiratory problems. The reported symptoms resolved over time and the pt was returned to the initial facility the next day. No adverse sequelae were reported. The displayed volume delivered matched the expected delivery amount, and the correct volume was noted to be gone from the IV container. The nurse then questioned if "the pump could have delivered a large (expected) amount all at once instead of over the programmed time." No further info was available.